Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pacing impedance measurements and oversensing of noise resulting in an inappropriate recorded atrial tachy response (atr) episode. Device data was sent to rhythmcare for review. Data review determined the gradual increase is consistent with a physiological change in the patient condition. Rhythmcare then provided further troubleshooting and programming options to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is still being sought to obtain the implant date of this device. This report will be updated once this information is obtained.